Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the patient was diagnosed with a staff infection at the insertion site after he went to an urgent care. They started an IV for 4 hours for 4 days in a row and they hung an antibiotic. The second day he was sent home with a hep-lock for IV access. The patient was prescribed an oral antibiotic, clindamycin, on fourth day of treatment. His symptoms are getting better and the site is reduced in size.